Event description:
It was reported that before using one (1) bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, a plastic deformity was sticking out inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: molded part has defects - sharp protrusions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, a plastic deformity was sticking out inside the tube. No adverse impact was reported regarding the patient or user.